Event description:
Customer reported a small crack on the bottom right corner of her insulin pump's screen. The customer's blood glucose was 300 mg/dl. She had treated her blood glucose with the insulin pump. The customer stated she had gone to the hospital and found she had an infection. The customer also reported her blood glucose was changing and not regulating. The customer was advised to disconnect from the insulin pump and reverrt to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)